Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was rerported that the customer had a frozen display on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer stated that the screen is not totally blank. The customer was advised to remove battery for 5 minutes then reinsert with a new battery.the customer stated that all buttons are responding. The customer was advised to continue use of the insulin pump and monitor it.